Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and noise artifact was also observed. The undersensing caused atrial pacing, which resulted in intermittent ventricular blanking and subsequent non sustained right ventricular oversensing (nsrvo) episodes. Reprogramming is planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.